Event description:
Information received indicates as follows: variance of flow rate while the first 4 hours the flow rises up to 55% over the described flow rate on the IV set. The last 4 hours the flow rises down up to 40% under the described flow rate on the IV set.

Manufacturer narrative:
Product was not returned. Complaint could not be confirmed. This MDR is being submitted as part of a retrospective review for reportability.